Manufacturer narrative:
Additional information: b5 and b6. B5: upon follow up, it was reported on an unknown date, antibiotic treatment and pd therapy were discontinued, the pd catheter was removed and the patient was transferred to hemodialysis therapy (ongoing). At the time of this report, the patient was not recovered from peritonitis. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was not further described. The peritonitis was manifested by cloudy pd effluent and abdominal pain. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with meropenem injection (1g, once daily, intraperitoneal) for peritonitis. At the time of this report, the patient was recovering from the events. Pd therapy is ongoing. It was reported retraining on the proper aseptic technique was done. No additional information is available.